Event description:
After inserting the freestyle libre 3 plus sensor on my right arm, I experienced active bleeding from the insertion site. Bleeding continued beyond normal expectations, soaked dressings, and required device removal and intervention to stop the bleeding. The injury caused pain, bleeding, and tissue trauma at the insertion site.